Event description:
It was reported that the user became confused during a supply change and performed the fill tubing after applying the infusion set, then restarted the process with guidance to correctly replace the cartridge, connector, tubing, and infusion set, and to perform fill tubing before applying the new set, followed by a cannula fill; the user utilizes a 23-inch teflon 6 mm infusion set. There were no reported symptoms or adverse clinical effects. Outcomes included restoration of insulin delivery and provision of replacement infusion sets as a goodwill measure. Investigation included troubleshooting and user education on correct supply change sequence. Investigation of this case revealed user error during the supply change process with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to procedural steps.